Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: they "had so many expanders/implants put in. She developed life threatening infections 5 years after they were put in."

Event description:
Patient reported she had so many expanders/implants put in and developed life threatening infections 5 years after they were put in, so she currently has none implanted.